Event description:
It was reported that the grasper broke during a procedure.

Manufacturer narrative:
Upon receipt of the device a different failure mode was noticed. A piece of the device was found to be missing. The product was returned and the failure mode was confirmed. Visual inspection confirmed the device had a broken jaw and a broken link, which was missing and was not returned with the device. The jaws no longer opens and closes due the broken link. The probable root cause is excessive force by user .